Event description:
Caller reported there is a black line in the display of the meter. Caller stated misinterpretation is possible. Caller reported there are no health concerns. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).